Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Retain testing could not be performed as the batch expired on 10/31/2020. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: verbiage received, - "no blood flow into tube during collection of sample. Insufficient blood sample collected. Tube discarded."